Manufacturer narrative:
Corrosion damage to the internal components was identified as the probable cause of the device overheating. Corrosion damage can cause friction during rotation resulting in overheating as reported.

Event description:
It was reported that a core impaction drill overheated and caused a burn on a (B)(6) female pt on the right cheek. The burn was a 1cm by 0.5cm minor burn with no blistering and the tissue was pink. No further treatment was required; the pt was asked to apply (B)(6) to the burn area. On the two week f/u visit, the burn area was not completely healed but recovery is expected.